Event description:
It was reported that after a da vinci assisted single vessel minimally invasive direct coronary bypass graft (midcab) procedure, the clip placed on the left internal thoracic artery (lita) with the small clip applier instrument came off. The procedures were completed robotically. The surgeon believes the cap (seal) moves the clip in the applier and the clip does not close perfectly. The patient required a reoperation more than 24 hours later to control bleeding. It was learned through an rn at the site, during duplicate complaint creation, that the surgeon believed the change in seal design is more restrictive and damages the clips as they pass through. The patient returned to the or for bleeding because the clip "did not stay put postoperatively."

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation could not be performed.